Event description:
The physician could not introduce the guidewire into the guide catheter due to some resistances. He withdrew the wire from the catheter and found "a little piece of plastic." At first the physician used the radical access and then femoral access was used.